Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and the device got stuck in the right ventricle. There was difficulty in removing the catheter from the patient. The device was removed by using another guide. There was no surgical delay reported. No fragments were generated. The procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the expiration date and manufacturing date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-sep-2024, the product investigation was completed based on the received photographs. It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and the device got stuck in the right ventricle. There was difficulty in removing the catheter from the patient. The device was removed by using another guide. There was no surgical delay reported. No fragments were generated. The procedure was successfully completed. No patient consequences were reported. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, reddish material presumably blood is observed in the spines of the octaray. The reddish material could be related to the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number 31322830l, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed based on the picture received since the entrapment can not be confirmed with the evidence provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Per internal review on (B)(6) 2024, it was determined that the h6 medical device problem code for "entrapment of device" (a150208) no longer applies. Furthermore, this event will no longer be considered as an FDA-reportable event. The device was removed without the patient requiring a surgical intervention or without using another device. There is no indication of excessive manipulation required to manage the medical device entrapment, and no adverse events have been reported to this date. As a result, no further reports will be submitted regarding this event. Manufacturer's reference number: (B)(4).